Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that a mtwo file broke during use; the outcome of the event is unknown as of this MDR evaluation. 1st request for further info has been requested.

Manufacturer narrative:
The returned mtwo unifile 5/100 25mm 015 is broken in the active part (fatigue). No material defect was found during analysis of the rupture pattern. No unused file is available for evaluation. Nothing unusual to report was found during DHR review (batch #1723688). Root causes are not identified. We will track this kind of event and monitor the trend.

Event description:
Additional information was received indicating that the broken portion of the file was not retrieved and was incorporated into the root canal filling.